Manufacturer narrative:
(B)(4). The lot was manufactured between 05/30/2014-06/06/2014. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed the product met specification due to the presence of iodine and no issues detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by dark color peritoneal effluent, fever, feeling shaky and weakness. The cause of the peritonitis was reported to be performing therapy with a minicap that had an inadequate amount of iodine. The patient was hospitalized on the same day as onset of the peritonitis and was discharged two days later. The patient was treated with vancomycin (1500 milligram, intraperitoneally twice a day) for the event. At the time of this report, the patient was recovering from the peritonitis. The patient was retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.